Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a loss of communication between the insulin pump and transmitter. The customer reported no adverse event. The event involved product(s) mmt-7841zn. Troubleshooting was not performed, and it was unknown whether the reported issue was resolved or not. No harm requiring medical intervention was reported. Product return is required for mmt-7841zn.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5 (updated summary has been added), h6 (health effect - clinical code 1905 & health effect - impact code 4650 has been added) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced loss of communication between pump and transmitter and lost sensor alarm. The customer reported hyperglycemia. The event involved product(s) mmt-7040a, mmt-1884l, mmt-243a, mmt-332a and mmt-7841zn. Troubleshooting was not performed. It was unknown whether the reported issue was resolved or not. Troubleshooting was not performed for hyperglycemia. No further patient complications were reported. No product return required for mmt-7040a. No product return required for mmt-1884l. Mmt-7841zn was requested and it was returned for analysis. No product return required for mmt-243a. No product return required for mmt-332a